Manufacturer narrative:
Device received with no button response due to flattened (escape and act) button dome switch (no crease). The keypad connector on lcd is locked properly during visual inspection. Unable to perform self test and displacement test due to no button response.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer insulin pump had keypad anomaly. The customer¿s blood glucose level was 337 mg/dl. The customer reported that they had problem with act button in pump and hard to press button for reaction. The insulin pump will be returned for analysis.